Event description:
Healthcare professional reported right-side capsular contracture baker grade unknown and "hard." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed opening device on radius side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: stress marks observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported "rupture", "hole, non-specific". Device has been explanted and replaced.